Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right common femoral vein due to post deep vein thrombosis (dvt)/pulmonary embolism (pe). The patient alleges tilt, vena cava perforation, and organ perforation. The patient further alleges swelling in the leg and foot, limited mobility, and requires oxygen. The patient also received a tulip filter implant on (B)(6) 2012 due to post dvt and pe followed by a successful filter removal on (B)(6) 2012. There were no allegations of adverse events in connection with this filter. (B)(6) 2019, per a report from computed tomography; ¿ivc filter in situ. The tip/most proximal aspect is located 19 mm from the superior wall of the renal veins. Both the right and the left renal vein takeoffs/origins are about the same level of the ivc. The tip of the filter is slightly ventral from the center of the ivc. Otherwise the alignment of the filter is along the long axis/lumen of the ivc. There is equidistant deployment of the prongs of the filter. The longest 4 prongs protrude outside the wall of the ivc up to 2 mm. The medial most prongs is/adjacent to the wall of the adjacent aorta at the site of aortic wall calcification. There is no fracture/displacement of the prongs. The lumen of the ivc as seen on this noncontrast exam is within normal/without stricture. No edema or fluid collection within the retroperitoneurn.¿

Manufacturer narrative:
The following fields were updated per additional information received: a2, a4, b1, b5, b6, b7, annex e, annex f, annex a, annex b, annex c, annex d, and h6. Investigation: the following allegations have been investigated: organ/vena cava perforation, tilt, swelling leg/foot, limited mobility, required oxygen. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported limited mobility, required oxygen, swelling leg/foot, are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a tulip inferior vena cava (ivc) filter on (B)(6) 2013, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.